Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID: 2134265-216-10459. Same case as MDR ID: 2134265-216-10458. It was reported occlusion of plaque occurred. (B)(6) 2016 - the patient was assessed with a catagory2 moderate claudication, classified as a tasc ii b lesion. The next day a rotational atherectomy procedure was completed in the 100% stenosis, 6 mm x120 mm left mid superficial femoral artery (sfa) with a 1.6mm jetstream® sc atherectomy catheter and a 2.1mm jetstream® xc atherectomy catheter. An iintravascular ultrasound (ivus) was performed and found a dissection had occurred. Biopsy forceps were used, followed by aspiration to treat the dissection. Percutaneous transluminal balloon angioplasty (pta) was performed using a 6 x 100mm sterling balloon catheter, with 0% final residual stenosis. Imaging was performed and revealed an occlusion of plaque in anterior tibial artery. This was aspirated by tvac and flow was improved. The event was considered recovered/ resolved. Two days later the patient was discharged on clopidogrel.